Event description:
It was reported that the cuff of the endobronchial tube leaked after patient intubation, and the patient was re-intubated. It was reported that the cuff was pre-tested.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endobronchial tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.